Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
In a review of published literature, the following findings were noted. Takeshi saito et al., "early and midterm results of gore tag stent-graft in our institute." Journal of artificial organs, vol. 42. No.2. Page s-66 (2013.09). The average age of the patients was 74 years, and the majority of the patients were male. In the literature, four cases of type ii endoleak and aneurysm enlargement of unknown amount were reported among the sixty patients who underwent an endovascular repair using gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm at the facility during the period of october 2008 - april 2013. As the date of implant and event are unknown, the event date will be (B)(6) 2013 which is a possible earliest date of the literature published.